Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
Rptr tested back-to-back and received blood glucose readings of 434 and 311 mg/dl. Rptr stated that she had never cleaned her meter, and did not have any control solution for testing. Rptr was not experiencing any symptoms.